Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient age at time of event, weight, and ethnicity and race were not provided for reporting. This report is for one (1) bab clear assorted 30s USA 38137004673 8137004673usa 8137004673usa, lot number ni. UDI #: (B)(4). Upc # 38137004673. Lot number # ni. Expiration date: na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Health effect clinical code: e2402 refers to consumer & intentional misuse/off-label use" of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported a reaction to band aid bandage clear assorted. Consumer took a bandage from his box and he had a reaction, blistery rash. He visited his health care provider and used a skin cream for treatment. It was reported that consumer was using a band aid after a basal cell biopsy and kept it on for a couple days, the symptoms have improved after the patient stopped using the product and is no longer experiencing any symptoms.